Event description:
It has been reported that AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4): product eval pending. Issue is being reported as alert could not be cleared by operator. Date of MFR: may 2009.